Manufacturer narrative:
The device was returned to the MFR for physical eval and the complaint was confirmed. An investigation of the device mfg records was conducted by the MFR. Medical records received and reviewed, no additional pertinent info available.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed, verified with blood strips and the machine alarmed. Estimated blood loss was 250cc¿s. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is a sample available for eval.